Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device non-conformance with one of the returned cylinders. Device history record review: the lot information was not provided for the returned components so DHR review could not performed. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had one hole in the outer tube at corner of a fold that was the result of wear at a fold in the cylinder body; causing a small leak. Cylinder 2 had a hole, causing leaks in the proximal cylinder and in the distal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders were not pressure tested due to leak that was identified. The identified of fluid leak at corner of a fold could affect the functionality of the device as the device would not be functional after the system fluid was lost. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.